Event description:
It was reported that patient presented in clinic with symptoms of fatigue. Episodes of sinus tachycardia with atp deliveries were observed in stored egms over the prior two months. Programming changes were recommended.